Event description:
It was reported that the patient experienced a loss of stimulation/therapeutic effect and the system was explanted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot# v204308, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).